Event description:
A male patient in his 70's was transported to emergency unit of the hospital in a state of cardiopulmonary arrest in late (B)(6) 2014. The dieckmann intraosseous infusion needle was used to secure transfusion access route. When removing the needle after advancement into the tibia bone, adhesive material between the needle cannula and baseplate was pulled away and the cannula was withdrawn combined with the needle separating from the baseplate. Then, transfusion access route was secured from the distal arm and transfusion started. However, the patient died. The physician stated that the patient was already in a state of cardiopulmonary arrest when arrived, which was difficult to treat. Therefore, patient death does not relate to event.

Manufacturer narrative:
(B)(4) . Event evaluation: still under investigation.